Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+5, cat#6570-0-236, lot#62856902; size 6 accolade ii 127 deg, cat#6721-0635, lot#61548103. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient presented with infected total hip and complained of pain. Patient was revised and I&d was done. The liner,head and stem were replaced.